Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the (malfunction or reported issue).

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported string completely came unattached during removal leaving tampon inside. Pledget unraveled with some tampons and with one tampon, pledget completely fell apart.